Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. Results - the review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
In early 2006, the pt was implanted with gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. Post-procedure, the trunk-ipsilateral leg component migrated down, causing a type I endoleak. In 2009, a medtronic cuff was implanted to address the type I endoleak. The endoleak was resolved, and the pt is stable with no further complications.